Event description:
It was reported that the programmer would not interrogate a device. The company representative was advised to try another radio frequency (rf) head. The company representative will order a new rf head and retry. If that does not fix the issue, the company representative was advised to send the programmer back for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).